Manufacturer narrative:
H.6 updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the sentrant device. The exact size of the device is unknown. Survey results from a vascular surgeon in practice 20 years, who has used the device 25 times in total over the last 6 months. During use of the sentrant, the following complications were encountered; post-intervention bleeding, post operative haematoma, post op microembolisation and vascular trauma - endothelial lesions upon removal of the device. The physician found the blood loss and hematoma not at al concerning, one of microembolisations to be somewhat concerning and another not at all concerning and the vascular trauma was considered to be somewhat concerning. It was reported that only one case of the microembolisation was related to the device. As per the physician, it was not previously known that embolization is in the IFU as an inherent risk. No further information has or will be provided.